Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cartridge change error occurred. Since the error had occurred in the past, customer technical services was not able to troubleshoot during the call, but they did confirm an o-ring was found on the pneumatic tap. Reportedly, the customer was able to reload the same cartridge. Customer's blood glucose level was 200 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.